Event description:
Patient was in recovery following a heart cath procedure. At the end of the procedure patient developed a hematoma so staff was using the femostop to manage the hematoma. The femostop was in the correct position on the left groin. The femostop tubing was clamped, but the manometer indicated a slow leak (not audible) as the pressure in mmhg would continually and slowly decrease. The device was removed and replaced with a second femostop which worked correctly, maintained pressure as needed, and hemostasis was achieved.